Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination of the extenders did not identify any breakage or cracking. Functional evaluation of extenders set at ¿st¿ performed with worst case complaint returned inner sleeve and a sample mas at maximum angulation to attempt to induce release of mas head; unable to release head. The extenders appear to be capable of performing their intended function.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the reducers detached from the screws. No further details are known at this time.